Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was returned in full segments and analyzed. No anomalies were found. Analysis findings include: distal conductor stretched, distal conductor blood/body fluid (not obstructed), outer insulation melted, outer insulation cosmetic environmental stress cracking, outer insulation breached cut, outer insulation cosmetic depression, and apparent explant damage.

Event description:
It was reported that there was elevated impedance and pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.